Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the internal leakage test and pressure transducer test failed as well. The pressure transducer printed circuit board (pcb) has been identified as defective. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name, - previous brand name: servo-s , - corrected brand name: servo-s base unit. D4 - version or model # , - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).